Event description:
Medtronic received a report that a solitaire fr failed to detach. The patient was undergoing surgery for treatment of an ischemic stroke of the right middle cerebral artery acute cerebrovascular occlusion. The mrs baseline was 6 and post procedure was 2. The nihss baseline was 16 and post procedure was 2. The tici baseline was 1 and post procedure was 2. IV tpa was not contraindicated. There were 2 passes with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 3 hours. It was reported that the surgeon reported that during the thrombectomy, it was found that there might be stenosis in the m1 bifurcation of the patient's right middle cerebral artery, which needed to be detached with a stent. However, after 2-3 attempts, it was unsuccessful, and the stent was subsequently replaced with another one. The physician attempted to detach the stent with the detachment box 3 times for 3 minutes per attempt. The detachment box and cable were reused. There was no damage to the detachment box. The catheter tip was located 2-3mm from the detachment zone during the detachment attempt. The detachment zone was not up against the vessel wall. A regular sized needle was used. The needle was placed in the muscle of the shoulder. The physician used a new battery during detachment. The detachment box was displayed as indicated in the IFU. The black cable was connected to the needle, the red cable to the pusher wire, and the pushwire was on a dry, clean surface. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: the solitaire fr pusher was returned for analysis. The solitaire fr pusher was found broken at ~177.5cm from the pusher¿s proximal end. Compared to the product drawing, ~7.5cm of the pusher with the stent was not returned. The broken solitaire fr pusher was sent out for sem failure analysis. Per the sem report, the broken end failed via overload. The broken end also exhibits evidence of mechanical damage that suggests the end was mechanically damaged (via shearing or pinching) prior to overload. Based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report could not be confirmed. The solitaire fr pusher was found broken and the stent was not returned. Non-detachment can occur due to not connecting the cables correctly, not using a new battery, placing the needle in fat cells, not exposing the detachment zone to blood flow or pulling the microcatheter back too far, and not maintaining a saline drip through the catheter. Additionally, if not enough blood thinner is used, clots can form on the detachment zone. However, the cause of the non-detachment could not be determined. Regarding the pusher separation/break, as evidence indicates there was mechanical damage prior to failure, it is likely that the cause of the separation was use-related. However, the cause of the pusher separation/break could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.